Event description:
It was reported that shaft break occurred. The patient presented for urgent coronary angiography. The results showed that the anterior descending coronary presents 70% stenosis in the middle third and with 70% ostial stenosis in the first diagonal branch. A 3.50 x 12 synergy drug-eluting stent was advanced to position in the lesion; however, the shaft fractured. The physician switched to a larger caliber 7f introducer sheath and guide catheter. Two non-boston scientific drug-eluting stents, 3.5 x 12mm and 2.25 x 15 mm, were successfully implanted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube found multiple kinks along the shaft and also a shaft break at 40.3cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. The patient presented for urgent coronary angiography. The results showed that the anterior descending coronary presents 70% stenosis in the middle third and with 70% ostial stenosis in the first diagonal branch. A 3.50 x 12 synergy drug-eluting stent was advanced to position in the lesion; however, the shaft fractured. The physician switched to a larger caliber 7f introducer sheath and guide catheter. Two non-boston scientific drug-eluting stents, 3.5 x 12mm and 2.25 x 15 mm, were successfully implanted. No patient complications were reported.